Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 556 mg/dl and ketones which were identified as dangerous by a healthcare professional. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. No additional patient or event information was available. Recommendation was made to consult with a healthcare provider regarding diabetes management.